Event description:
On (B)(6) 2012 it was reported that the patient died recently. A second reporter later confirmed that the patient had died on (B)(6) 2012 and alleged that the patient experienced low blood glucose (bg). The details of the claimed hypoglycemia could not been verified and the cause of death remains unknown at this time. The reporter said that the patient's death was under investigation and that the results would not be known for about four months. The reporter stated that the patient lived in an apartment with roommates and that these roommates were unable to confirm any details in regards to the patient's bg levels, pump issues, or sequence of events. It was said that the patient died around 9:30am and that the roommates called emergency services around 6:00pm. The reporter was unwilling to provide additional information at this time and refused to return the pump for investigation. This complaint is being reported because the pump cannot currently be ruled out as a factor in the patient's demise.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Additional information. Animas received voluntary report number (B)(4) confirming that the patient passed away on (B)(4) 2012. The patient was reportedly found unresponsive on the floor by their roommate. It was noted that the patient was found in the same position they were seen in the night before. The patient reportedly had not been seen by others for 48 hours prior to death and had played basketball approximately 72 hours prior. The patient's most recent a1c was 8.1%. The patient reportedly also suffered from hypothyroidism which was being treated and was reportedly in good control.